Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. At a next step the pacemaker was subjected to an electrical incoming inspection. An interrogation of the device was not feasible. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. Consistent with the clinical observation, several attempts to reset the pacemaker were unsuccessful. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was not found to be defective; however, it was almost depleted, leading to the clinical observation. Next, the electronic module was attached to an external power supply. Hence, an interrogation of the device was properly feasible and the antibradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. The memory content of the device was not restorable due to the battery depletion. Therefore, the root cause and the time stamp of the safety backup mode activation were not determinable. The amount of charge taken from the battery was verified. After a service time of approximately 100 months, the battery condition was anticipated. In summary, the clinical observation resulted from an almost depleted battery. The electronic module was attached to an external power supply and the device was proved to be within specification. The analysis of the pacemaker revealed no indications of a material or manufacturing problem.

Event description:
Ous MDR. This device was implanted in 2009 in a country other than where this current follow up was performed. Upon interrogation, the reinitialization screen came up. However, when trying to proceed, the reinitialization step was unsuccessful and the pop up screen indicated emi interference. Several attempts were made with multiple programmers and all potential sources of emi were removed from the room. The patient was brought in the next day for another attempt, which was also unsuccessful. It was then believed that the device was already at eri and it was changed out. There were no adverse patient events reported. The implant and explant dates were not provided. Should additional information be received, this file will be updated.